Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics and was hospitalized for low blood glucose levels. The customer stated that prior to the event, she was standing all day at work and this usually led to low blood glucose. Nothing further was reported.